Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 4b47-20 that has a similar product distributed in the us, list number 4b47-22. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The evaluation began with accuracy testing, which was performed with three panels of known cmv igg concentrations on three axsym instruments. The grand mean concentration for each panel was within the respective acceptance ranges. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The axsym cmv igg, list 4b47, assay package insert and the axsym system operations manual contain information to address the customer's current issue. Based on the results of this evaluation, the axsym cmv igg reagent is performing as intended. A product deficiency was not identified. Evaluation, method: review of complaint tracking and trending.

Event description:
The customer states that one patient sample generated a false negative axsym cmv-igg assay result. On (B)(6) 2011, one patient sample generated an axsym cmv igg assay result of 191 au/ml (positive). The cmv igm result was positive with an index value of 1.46. On (B)(6) 2011, a new sample drawn from the same patient generated a negative axsym cmv igg assay result of less than 15 au/ml with a positive cmv igm index value of 1.11. The sample was retested on (B)(6) 2011 and generated an axsym cmv igg assay result of 226.1 au/ml (this was the expected result). The sample from (B)(6) 2011 was retested with a new lot of reagent and generated an initial result of >250 au/ml that was retested diluted and generated a final result of 692.4 au/ml. No suspect results were reported from the lab and controls were within specifications. The customer states that the suspect false negative result occurred near the end of the reagent kit. There is no impact to patient management reported.